Event description:
It was reported that, "plate broke in half when surgeon was trying to bend / contour plate to fit the anatomy."

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.